Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported the patient presented emergently with a ruptured aneurysm. It was reported that there was a type iii endoleak that contributed to the rupturing of the aneurysm. It was reported the patient was treated with two aortic cuffs made by another manufacturer. The physician elected to extend the right iliac across the hypogastric artery and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusions: lack of information (operative reports and circumstances leading to the event were not provided.)